Event description:
The customer's parent called and reported that the buttons on the insulin pump were not working after customer jumped into the lake with the pump on. Customer's blood glucose was 54 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor was noted. The device was received with cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.